Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection near the implant site and was treated with medication (type not reported), which did not alleviate the problem. The patient underwent revision surgery on (B)(6) 2011 to treat the infection. After the surgery the patient reported a lack of auditory percepts. The implanted device remains.